Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin may have been gassing out, causing champagne-sized air bubbles in the reservoir. The blood glucose reading was around 290 mg/dl. The customer stated that he observed the air bubbles when he disconnected the tubing. He stated that the issue last occurred 2 days prior. He reported that the issue would occur 1 out of 2 times with the reservoirs. He also stated that even if he did not see any air bubbles by the end of the reservoir, he would notice them. Nothing further reported.